Event description:
It was reported that the anchor of the bioraptor knotless suture broke during insertion. No patient injury reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The anchor has broken mid-point of its length. The proximal end of the anchor is split on one side. The distal end of the anchor has been deformed. The inner screw remains attached to the inner shaft. The distal end of the inner screw is partially broken off. The inner shaft is bent. The condition of the device indicates axial alignment was not maintained during insertion. No root cause related to the manufacture of the devices can be established.

Manufacturer narrative:
Examination is not possible, as the device has not been returned, however a photograph was sent for evaluation. Examination of the photograph confirmed the reported breakage. The distal end of the anchor from a bioraptor knotless suture anchor assembly has broken off. The proximal end of the anchor that remains attached to the inserter is bent. This condition is consistent with excessive forces being applied during off axis insertion.